Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt says they had a panic attack and fell on the controller, and now it rattles. They said this happened last thursday. They said the controller rattles and the rtm gets hot. Pt says they called local rep today and was told to call. An email was sent to the repair department to replace the device. No symptoms or patient complications were reported. Additional information was received. It was reported that they received their new equipment but the equipment was still getting hot and when the pt attempted to charge their implant they would receive no device found. Patient wanted to know who to call for further assistance. Pt already sent back their old equipment. During the call it was understood that the pt sent back the new recharger (rtm) and kept the defective rtm. An email was sent to repair for a new rtm be sent to the pt.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6). Product type: recharger. H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed a recharger antenna failure; the "no device found" message was noted. The cable insulation was peeling away at the donut end and wires were exposed. The device was scrapped. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.